Manufacturer narrative:
Submit date: 09/23/2014. An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The product was manufactured on 1/31/2014. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. Due to the sample not being provided, the sample evaluation could not be conducted. Without the sample, the root cause analysis could not be conducted, however; according to previous evaluations, the potential root cause that triggers this type of failure could occur during the assembly process due to a lack of solvent between the tube and the bolus connector. As a mitigation plan: the production personnel were notified about the reported condition. The acceptable quality level (aql) for the sub assembly inspection was moved from normal to a tightened functional inspection. A quality alert was posted in the line to reinforce the manual assembly and to bring awareness to the operators to reinforce the most critical sections that must be covered with enough thf solvent. To improve the bonding process, a new fixture will be designed to improve and standardize the thf solvent application between the tip connector to the bolus tip and hollow rod connector. A new fixture will be placed in the assembly line to control the length of the connector. This action will detect the connectors that do not meet the minimum length. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding tube. The customer states, the distal tip of tube dislodged from the tube and entered into the patient's stomach. The tip was retrieved with an endoscope and the patient did not suffer any related injuries.